Event description:
It was reported that during a porcine lobectomy procedure, the device was loaded and closed, but would not fire. The device was reloaded and the same thing occurred. Another device was used and the case was completed.

Manufacturer narrative:
(B) (4): damaged firing mechanism. . Eval summary: the device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.